Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump's battery life. The customer woke up and the insulin pump was without power. The customer's blood glucose level was over 400 mg/dl. The customer changed the battery but then he had a series of battery error alarms. The battery would show that it was depleted. The customer would put a new battery in every 2 hours. The customer did not have a new battery to test. Troubleshooting was performed and the battery registered a 100% battery life. The customer was advised to monitor the insulin pump and to call back if the error recurs. The device will not return for analysis.